Event description:
The customer received questionable results for multiply assays on their c501 analyzer for one patient that were reported outside the laboratory. The technician questioned a result and re-tested the sample on another c501 analyzer, serial number (B)(4). The physician questioned some of the results which prompted the sample to be repeated on the original analyzer on (B)(6) 2012. The patient's initial glucose hk (glu) result was 97.9 mg/dl. The sample was tested on c1 and the result was 131.0 mg/dl. On (B)(6) 2012, the sample was re-tested on the original c501 analyzer and the result was 87.6 mg/dl. The patient's initial urea/bun (bun) result was 52.2 mg/dl. The sample was tested on c1 and the result was 15 mg/dl. On (B)(6) 2012, the sample was re-tested on the original c501 analyzer and the result was 14.6 mg/dl. The patient's initial creatinine plus ver.2 (crea) result was 10.06 mg/dl. The sample was tested on c1 and the result was 1.01 mg/dl. On (B)(6) 2012, the sample was re-tested on the original c501 analyzer and the result was 1.03 mg/dl. The sample was repeated a third time on (B)(6) 2012 and the result was 1.05 mg/dl. The patient's initial total protein gen.2 (tp) result was 4.76 g/dl. The sample was tested on c1 and the result was 6.3 g/dl accompanied by a data flag. On (B)(6) 2012, the sample was re-tested on the original c501 analyzer and the result was 6.43 g/dl accompanied by a data flag. The patient's initial albumin gen.2 result was 2.7 g/dl. The sample was tested on c1 and the result was 3.8 g/dl. On (B)(6) 2012, the sample was re-tested on the original c501 analyzer and the result was 3.9 g/dl. The patient's initial total bilirubin special (tbil) result was 1.58 mg/dl. The sample was tested on c1 and the result was 2.16 mg/dl. On (B)(6) 2012, the sample was re-tested on the original c501 analyzer and the result was 2.12 mg/dl accompanied by a data flag. The patient's initial creatine kinase (ck) result was 84 u/l. The sample was tested on c1 and the result was 117 u/l. On (B)(6) 2012, the sample was re-tested on the original c501 analyzer and the result was 113 u/l. The patient's initial magnesium result was 2.6 mg/dl. The sample was tested on c1 and the result was 1.94 mg/dl. On (B)(6) 2012, the sample was re-tested on the original c501 analyzer and the result was 2.0 mg/dl. The customer considered the results from c1 to be correct. Only the crea and bun results were corrected as the customer considered all the other differences to be clinically insignificant. There were no adverse events. The glu reagent lot number was 65676601 and the expiration date was 04/30/2013. The bun reagent lot number was 65819901 and the expiration date was 11/30/2012. The crea reagent lot number was 65985401 and the expiration date was 12/31/2012. The tp reagent lot number and expiration date were not provided. The albumin reagent lot number and expiration date were not provided. The tbil reagent lot number was 65389701 and the expiration date was 03/31/2013. The ck reagent lot number was 65614701 and the expiration date was 01/31/2013. The magnesium reagent lot number was 65895701 and the expiration date was 12/31/2013. The field service representative could not find the cause and was unable to duplicate the error. He performed a precision check on the instrument. The instrument was operating within specification.

Manufacturer narrative:
The root cause could not be determined. Essential raw data was not available for investigation. The quality control results did not indicate a problem. The calibration and repeat testing did not indicate any problems. A reagent or application issue was excluded.